Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the syringe did not block. Tube could not be blocked- could not be recognized immediately that patient was extremely low in o2 saturation.

Manufacturer narrative:
Exemption number (B)(4). (B)(6) (importer) is submitting this report on behalf of (B)(4) (manufacturer). This report has been identified as (B)(4). We received one used injekt 10 ml without packaging. The received sample was subjected to a visual examination. At the front end of the piston rod the piston sealing area as well as the piston rod was deformed. The sample is not within our specifications. We have informed our MFR accordingly. A follow-up report will be provided after the statement is available.